Event description:
The customer states that while performing axsym troubleshooting, the processing carousel cover was lifted and did not stay upright. The customer states that the cover fell and hit the head. The customer states that no injury occurred and no medical attention was sought.